Manufacturer narrative:
D1 brand name was updated. Ppae( major bleed): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
75 year old male with history of coronary artery disease with prior percutaneous coronary intervention, ischemic cardiomyopathy, hypertension, dyslipidemia. Presented with non-st elevation myocardial infarction. On 10/8 underwent four coronary artery bypass grafting (cabgx4) with implant of impella 5.5 via direct aortic approach. On 10/8 episode of ventricular tachycardia was noted with medications required. On 10/8 transfused packed red blood cells (prbcs) secondary to mediastinal bleeding and increased chest tube output (no access site bleeding). On 10/15 impella 5.5 weaned and explanted without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.